Event description:
It was reported while using a bd vacutainer precisionglide multiple sample needle, the cannula was clogged preventing the blood collection tubes from filling. The device was replaced. No impact was reported.

Manufacturer narrative:
Investigation summary: "material #: 360210. Lot/batch #: 4059662. Bd received 112 samples for investigation. Ten of the samples were evaluated by functional draw testing and the indicated failure mode for clog with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clog. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."